Manufacturer narrative:
Argus case ID: (B)(6).

Event description:
My husband got some stuck in his throat [medication stuck in throat]. My husband got some stuck in his throat [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of medication stuck in throat in a male patient who received double salt dental adhesive cream (poligrip denture adhesive cream) cream (batch number unk, expiry date unknown) for product used for unknown indication. On (B)(6) 2023, the patient started poligrip denture adhesive cream. On (B)(6) 2023, less than a day after starting poligrip denture adhesive cream, the patient experienced medication stuck in throat (serious criteria haleon medically significant and other: haleon medically significant) and accidental device ingestion (serious criteria haleon medically significant and other: haleon medically significant). The action taken with poligrip denture adhesive cream was unknown. On (B)(6) 2023, the outcome of the medication stuck in throat and accidental device ingestion were unknown. The reporter considered the medication stuck in throat to be related to poligrip denture adhesive cream. It was unknown if the reporter considered the accidental device ingestion to be related to poligrip denture adhesive cream.this report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information received from a consumer via call center representative (phone) on (B)(6) 2023. It was reported as, "I got this super poligrip and my husband got some stuck in his throat. How do I take it out?"